Event description:
It was reported that during the load cartridge step the pump emptied the cartridge. The patient attempted to use a new cartridge however the issue did not resolve.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed an out of calibration force sensor, contamination in the force sensor assembly, a dislodged display screen and partially dislodged force sensor pins.